Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to the specification, wear/abrasion and crease folds. Cloudiness in the gel was observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Patient reported "not enough milk production, a lump or thickening in or near the breast or in the underarm area," and being treated for a "breast infection." Patient additionally reported right side "severe" breast pain; this event is not related to the device. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr 817268 on 26-jul-2011, psr 855512 on 23-apr-2012, psr 993241 on 17-jul-2013, and psr 1084824 on 17-jul-2014. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "not enough milk production, a lump or thickening in or near the breast or in the underarm area," and being treated for a "breast infection."

Event description:
Patient reported "not enough milk production, a lump or thickening in or near the breast or in the underarm area," and being treated for a "breast infection." Patient additionally reported right side "severe" breast pain; this event is not related to the device. This record is for the right side. Device has been explanted.